Event description:
It was reported that a human hair was found inside the inner packaging of an artificial urinary sphincter (aus) accessory kit. There were no patient injuries related to this event. Another aus accessory kit was used to complete this procedure. The patient is stable following this surgery.